Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has high insulin resistance and has to bolus multiple times with 40 or more units for meal consumption reportedly, the customer forgot to deliver the second half of their intended bolus, which caused the customer's blood glucose (bg) to become elevated to approximately over 500 mg/dl (value not provided). A manual injection, and correction boluses were used to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.